Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.